Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer performed a system check prior to contacting tandem technical support and speculated that the occlusion may be in the cartridge. The customer changed the cartridge and delivered a bolus of insulin without any further alarms.